Event description:
An aq2015a three piece silicone lens was returned with a haptic missing. Further information was requested but none forthcoming. If any additional information is received a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation results: visual inspection of the returned showed a haptic was missing and a clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, we were unable to determine a root cause of the event. (B)(4).